Event description:
While deploying an angioseal closure device the angioseal device broke apart before the collagen was inserted. Rptr had the angioseal sheath in place, then removed the dilator and wire. While putting the collagen piece into the sheath, rptr pulled back on the collagen handle to snap (lock) it into place as the MFR recommends, then the plastic handle broke apart. Rptr was not able to put the collagen into the sheath, so rptr removed the sheath and clipped the suture thread at the skin as directed for normal deployment. Rptr then held manual pressure over the site for 20 minutes to obtain hemostasis.